Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system was missing images in the image directory and also reported the system would not fluoroscopy xray. No report of pt injury.